Manufacturer narrative:
Pump received with cracked case at display window corners, reservoir tube lip completely broken off and cracked display window.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 135 mg/dl at the time of the incident. The customer stated that a piece of the insulin pump was missing where the reservoir was located. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.